Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use when the issue occurred. Field service engineer (fse) inspected the system onsite and confirmed that the footswitch did not switch sporadically. Upon investigation fse found that a mechanical problem in wired foot switch. To resolve the issue, the fse was replaced with a new wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20/15 system footswitch did not switch sporadically. No harm has been reported. Philips has started an investigation of the complaint.